Event description:
The olympus sales representative reported (on behalf of the customer) that the visera 4k uhd camera control unit hdsdi ( high-definition serial digital interface ) outputs are not working. The issue was found during preparation for use, and no reports of patient harm were received.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The evaluation found that the hdsdi (high-definition serial digital interface ) outputs were not working. Additional findings include the following: a deformed top cover and a minor crack on the front panel. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and although the phenomenon "hdsdi outputs not working" was confirmed, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.